Event description:
Pt presented at hosp/clinic in a foreign country, with problems with right eye. Diagnosis: "corneal ulcer in bacterial keratitis after application of contact lenses". Best corrected visual acuity at 0.1 or (20/200). Treatment: local and systemic antibiotic therapy. Pt was hospitalized for seven days in 2009. Medications: floxal at, floxal an, tobramaxin at, prednisolone 1% at, orelox and diflucan. Pt was re-evaluated, and clinic notes the following: "extensive infiltration. Conjunctival injection: cornea with stromadefect in the nasal lower quadrant reaching into the papillary plane, largely epithelialized, infiltrates a decline. Intra-ocular irritation free." The above mentioned treatment showed a regression of extensive infiltration. Pt was to return to clinic as an outpatient in 2 weeks. No other info has been provided.

Manufacturer narrative:
MFR attempted to obtain more info from pt and/or ecp, but have had no response. Pt considers the incident closed, and no longer wears contact lenses. Two lot numbers were provided in the initial report of the incident by the ecp, 2007073798h (proclear toric) and 200978057c (proclear sphere). It is not known which lens of the two lots provided was involved in the incident. It is known that only the right eye was involved, and one lot was worn in the right eye and the other worn in the left eye. No lenses were returned to the MFR for eval. Eval code: a review of the lot history records for the two lot numbers provided was performed, and no quality issues were identified. The lots met all final release criteria. This is the first complaint received for either lot. A 12-month history of the proclear toric lens finds one other complaint for corneal ulcer which was unconfirmed and from a different lot than that involved in this incident. A 12-month history of the proclear sphere lens finds no other complaint for corneal ulcer. Based on the MFR's investigation, no causal relationship between the lenses and the incident has been established. This is being reported as corneal ulcer of the right eye of unk origin with no causal relationship established between the incident and the medical device.